Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead was crooked during the deep brain stimulation (dbs) surgery. A new lead replaced the damaged one and the operation was completed. The cause and troubleshooting were unknown. No medical symptoms were reported. No further complications were reported/anticipated.